Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms were unable to be cleared. There was no reported impact to customer's blood glucose. Customer had manual injections available as alternate insulin therapy.